Event description:
It was reported that post implant, the atrial lead exhibited loss of capture, loss of sensing and high lead impedance. The lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.